Event description:
It was reported that the patient underwent a spinal cord stimulator lead replacement procedure due to a pain that patient experienced. The patient was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7156241 UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) replacement procedure due to a pain that patient experienced. The patient was doing well. Additional information was received that explanted device will not be returned.